Manufacturer narrative:
Visual inspection and functional testing could not be performed as the product was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include tissue thickness or incorrect actuation of the needle. The instructions for use (¿IFU¿) outlines warnings and precautionary measures when using the device such as: -tissue thickness may affect suture placement including stitch depth and needle entry point. -when passing suture multiple times in the same patient, always check the tip of the device for damage or debris between passes. Clear visible debris between passes. Discontinue use if the device becomes damaged between passes. -this device is qualified for use with magnumwire¿ and ultrabraid¿ sutures (usp #2/metric size -as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the firstpass st suture passer trigger would not function after three (3) passes. The procedure was successfully completed using a competitive device. There have been no reported patient complications.